Manufacturer narrative:
A "partical" piece of the unknown bur was returned for evaluation; however, it was not possible to identify the bur from the piece of the bur that was returned. The definitive root cause could not be determined.

Event description:
It was initially reported that prior to a procedure the handpiece drill was leaking oil. It was subsequently reported that during testing conducted by the manufacturer, a broken bur was found inside the attachment. It was also reported that there was no delay and no adverse consequences as a result of this event.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
It was initially reported that prior to a procedure, the handpiece drill was leaking oil. It was subsequently reported that during testing conducted at the manufacturer that the bur was broken inside the attachment upon disassembly. It was also reported that was no delay and no adverse consequences as a result of this event.